Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient's scs extension was superficial and as a result the patient was experiencing discomfort at the site (date of event is unknown). Subsequently, the scs lead was explanted (reference MFR. Report:1627487-2015-23630 for lead issue) and the scs extension was cut and its tail was left in the scs ipg header (remains implanted).